Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the patient had difficulty speaking after the speaking valve was placed. The valve was removed and air was found in the pilot balloon.